Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that the associated implantable cardioverter defibrillator (ICD) sometimes exhibited spikes on the right ventricular (rv) channel. The spike was sensed when it appeared towards the end of the stimulation cycle. When the spike was sensed stimulation was inhibited. There was no observation of pacing inhibition that resulted in greater than 2 seconds. This patient is pacemaker dependant, and is being monitored. It was noted that the pacing impedance has always been greater than 2000 ohms, but the physician never performed a revision procedure of the associated ICD or this rv lead. The pacing impedance with the last pg was between 1950 and 2030 ohms. This device was explanted due to the depletion of the battery. There were no adverse patient effects reported.